Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage to an unknown cassette which led to a break in aseptic technique during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The breach in aseptic technique was further described as the patients' dog bit the patient line of the cassette. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. Eight days after admission, the patient was discharged from the hospital. The patient had a latent manifestation of weakness during the recovery process. At the time of this report, antibiotic therapy was discontinued and the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.